Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: 350cc mentor memorygel breast implant, catalog #3544350, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent breast augmentation revision with a 350cc mentor memorygel breast implant(right), and a 325cc mentor memorygel breast implant (left). Right sided rupture was diagnosed by magnetic resonance imaging on (B)(6) 2017. Bilateral capsular contracture (baker's grade unknown) was also indicated. As a result, bilateral prosthesis replacement with 350cc mentor memoryshape breast implant(right), and a 295cc mentor memoryshape breast implant(left) was performed on (B)(6) 2018. Mentor previously reported the ruptured right implant on (B)(6) 2018 (1645337-2018-02228). On (B)(6) 2018, mentor first became aware of an issue with the left implant. Therefore, an additional product is being reported for this event using (B)(6) 2018 as the alert date.

Manufacturer narrative:
The device history record (DHR) of lot number 258444 was reviewed on 6/22/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additional information was received on 6/26/2018. The bilateral capsular contracture reported was baker's grade IV. The investigation of the returned device was completed by the failure analysis lab on 7/3/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with a 350cc mentor memorygel breast implant(right), and a 325cc mentor memorygel breast implant (left). Right sided rupture was diagnosed by magnetic resonance imaging on (B)(6) 2017. Bilateral capsular contracture was also indicated. Upon receipt by mentor, the device was contained clear gel. Gel, white and red material was observed on the shell surface. During evaluation bubbles were observed. No other anomalies were discovered. According to the information provided, the product evaluation team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. At this time is not possible to determine the origin of the white and red material observed. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).